Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The functional tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed no delivery and was unable to clear the alarm. Customer removed the battery to stop the device from alarming. Customer did not know blood glucose level at the time of the event but checked it an hour after and it was 308 mg/dl. Customer stated she was at a concert and had the device in her bra. She might have pressed against the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.